Event description:
Customer stated receiving a blood glucose result of 262mg/dl, paramedics were called. In the ambulance the customer was tested and the result was 36mg/dl. The customer was taken to the e.r. Where he was given an IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.